Event description:
It was reported that a patient presented for bilateral patellar resurfacings and loose bodies that were planned to be removed. Patellar implants were provided for the surgery but unfortunately journey bcs inserts were not available for the surgery date. Upon exposure of the joint there was visible wear form the top of the insert post, 5mm had been removed/worn away and was loose in the joint space. The consultant replaced the patellar and removed the loose bodies, leaving the insert inside (as it was deemed to be safe). There is a question around whether this has happened elsewhere and if further investigation is needed. Updated information was received from the surgeon, clarifying that the issue was related to a broken poly insert after patient fell on his knees from 10 feet height. Also it is known that the surgeon has the tips of the insert post available. He mentioned this is not a complaint, however because of the information about the broken poly and the surgical procedure to remove the loose bodies underwent by the patient, smith and nephew logged this complaint for investigation and regulatory proposes.

Event description:
It was reported that the patient presented for bilateral patellar resurfacing and loose bodies that were planned to be removed (s&n components). Patellar implants were provided for the surgery but unfortunately, journey bcs inserts were not available for the surgery date. Upon exposure of the joint, there was visible wear form the top of the insert post, ~5mm had been removed/worn away and was loose in the joint space. The consultant replaced the patellar and removed the loose bodies, leaving the insert inside (as it was deemed to be safe).